Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the low voltage lead exhibited high capture threshold. The lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the intended implant position of the lead was the right atrial appendage.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted except for procedural damage.